Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - australia.

Event description:
It was reported that the unit does not function when connected to the machine and there are exposed wires present. The event timing was during decontamination and sterilization processing. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, e4, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device did not function properly and there were exposed wires. The motor, power switch, plug harness assembly, spring seal, o-ring, and end cap were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.